Event description:
It was reported that a malfunction occurred with the pump, identified by a malfunction code 16-0x20e6. There was no reported blood glucose value or adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.